Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. All available information was investigated and the reported single leaflet device attachment appears to be related to user technique/ procedural circumstances due to difficulties visualizing the clip and the anterior leaflet due to shadowing caused by device. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that on (B)(6) 2017, the patient, with degenerative mitral regurgitation (mr), underwent a mitraclip procedure. Two clips were implanted without difficulty and the mr, was reduced from grade 4+ to grade 1-2+. The decision was made to implant a third clip. There was some difficulty visualizing the clip, due to shadowing caused by the device shaft. However, the clip was deployed without issue and the mr was reduced to trace to mild. It was then noted that the third clip detached from the anterior leaflet, remaining attached to the posterior leaflet (slda). The final mr was grade 1+; therefore, no additional intervention was performed. No additional information was provided.